Manufacturer narrative:
The user stated no pts were adversely affected and no actions were taken based on these results. The field service rep determined there was an ise probe grounding issue with the ise block and the gear pump pressure was low. He cleaned the ise block, checked the is baths, replaced the ise reagents and adjusted the gear pump pressure. He ran instrument checks and a precision which performed within specifications. On a follow up visit, he determined there was a bad reference cartridge on the ise and a bad probe. He replaced the probes and the reference cartridge to correct the issues.

Event description:
The user had ise noise alarms and had one sample with a potassium result of 5.68 mmol per l. The user stated, she thought this was high as the result for this pt in 2009, was 3.5 mmol per l. She reran the same sample on the integra 400 and received a 3.3 mmol per l. The sample was repeated again on the integra 400 and the result was 3.3 mmol per l. The user reran the sample later in the day on the cobas 6000 and received result of 3.15 mmol per l. A second pt with a sample drawn from a port gave an initial calcium result of 6.4 mg per dl. The physician requested a rerun of this sample when the result was reported. The sample was rerun on the integra 400 and a value of 9.2 mg per dl was received. A new sample was drawn for this same pt and a result of 8.7 mg per dl was given on the cobas 6000. The new draw was then run on the integra 400 and a result of 8.9 mg per dl was given. Later in the day, the new draw was rerun on the cobas 6000 and a result of 7.6 mg per dl was given. The user stated the initial results were reported for both samples and corrected reports were sent but once issue was determined and samples were rerun.